Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that two drilling guides broke during the same lower extremity arthrodesis surgical procedure. The surgery was completed using the two other drilling guides in the instrument set. There was no adverse outcome for the pt.